Event description:
Pt had uncomplicated cataract extraction with intraocular lens implantation on (B)(6) 2011. On first postoperative day, the implanted lens was noted to be opacified and the pt had blurred vision. It required explantation and replacement of the implanted lens.